Manufacturer narrative:
The investigation for the reported hole in catheter issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that visual inspection of the returned pump revealed a small puncture hole in the curved end of the pigtail. No damage or abnormalities were found on the returned guidewire. The failure mode was able to be reproduced when inserting the guidewire into the pump with force. Therefore, it was determined that the cause of the perforated hole in the pigtail was excessive force when inserting the guidewire. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was being implanted with an impella cp device for mechanical circulatory support. During insertion of the guidewire into the impella pump pigtail catheter, the wire perforated the pigtail catheter. The decision was made to remove the original device and implant a new impella pump. The procedural outcome is the patient survived.